Manufacturer narrative:
The reported event of the ins reaching eol/eos was confirmed. As received, the ins was unable to connect to the lab cp due to a depleted battery. When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp indicating the battery had been depleted and had reached end of service (eos). The battery voltage measured below eos level. A longevity calculation could not be performed since the patient settings were not available due to the battery reaching eos. Correction: lab analysis indicates that this is event no longer meets the reported criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was suspected to have reached the end of its normal life. The patient did not lose stimulation at any point prior to the procedure. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event of the ins reaching eol was confirmed. As received, the ins was unable to connect to the lab cp due to a depleted battery. When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp indicating the battery had been depleted and had reached end of service (eos). The battery voltage measured below eos level. A longevity calculation could not be performed since the patient settings were not available due to the battery reaching eos.